Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed.

Event description:
The customer contacted baxter's service center regarding a check heater line alarm which occurred on the homechoice (hc) during fill 1. The care giver (cg) stated that he removed the final bag and replaced it, thinking that it was the heater bag. The technical service representative (tsr) assisted the cg in ending therapy and advised to start over with new supplies to ensure sterility. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.